Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed rf pic failed self test on and off for about a week. Customer stated that her meter stopped working too. Customer's blood glucose was unknown. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed during the self test and was unable to communicate with the blood glucose meter due to a faulty connector on the radio frequency board. The insulin pump was also received with a cracked reservoir tube lip.